Event description:
Mucus plugs. Developed. A check of humidity level showed 8 and should be (80 temp. 35 degree c (normal). Plug valve on concho column was found to be plugged not allowing additional water into the chamber.no long term injury to poatient. Required 1-2 extra days stay in hospitaldevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.